Event description:
11/08/2000 rep responded: the rep was not present for the case, there was no consequence to pt and all the piece of trocar was removed from the pt.

Event description:
It was reported that (1) 355ld was used during a diagnostic lap procedure. It was reported by the rep that the trocar broke and the stop cock on the trocar broke off. Pieces of the trocar went into pt. The surgeon believed they were able to get most of the piece out. It is unknown how the case was completed.